Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads and inappropriately displayed a "check pads" message. Complainant indicated that the clinician pressed on the pads, reconnected cables, tried a new set electrode pads and was still unable to obtain an ECG rhythm therefore they obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Uf#: 1083654487-2015-0001.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.